Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl due to a bent cannula. Customer was advised to change out the infusion set. The customer was advised that the reservoirs would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.